Event description:
It was reported that the patient had a csf leak. The patient had numbness and weakness in the legs. The numb areas had turned to a burning feeling. The patient had problems since the pump was replaced. The patient had a lump of fluid near the device after the replacement that went away and came back. The patient thought they might have had an infection. The patient reported that her doctor told her she was on "four times the amount of bupivicaine" that he had ever seen a patient on. The drug used in the pump at the time of the event was bupivicaine. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).